Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead continued to exhibit high out of range rv impedances of greater than 3,000 ohms, as well as poor sensing and increased thresholds. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Event description:
Boston scientific received information that a latitude red alert was detected from this transvenous defibrillation lead due to high right ventricular (rv) impedances. No adverse patient effects were reported.